Event description:
During attempted rotoblater of rca the rotoblater wire fractured resulting in rotoblater burr perforating the artery. An attempt was made to deploy a jostent with out success. A maverick balloon was inserted and inflated in the rca until the pt went emergent 100 or for sabo x3. Pt developed renal insuff. Arf respiratory failure. Thrombocytopenia and eventually coded and expired in 01/2005.